Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2014).the patient¿s test strips have been returned on 6/30/2014 and evaluated by lifescan product analysis on 7/2/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/30/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on an unspecified date/time. The patient reported testing on the subject meter and obtaining a reading of ¿180mg/dl.¿ the patient manages his diabetes with an unknown type and dose of insulin and is a self-adjuster. He reportedly administered 8 be units of insulin in response to the alleged high reading. Approximately 45 minutes to 1 hour later, he reportedly developed symptoms of ¿shaking and sweating¿ and self-treated his symptoms by eating 3 glucose tablets 10 minutes later and felt better. The patient also reported testing on the subject device and obtaining a blood glucose result of ¿206mg/dl¿ and within 30 minutes tested on another meter (ultrasmart) and obtained a reading of ¿160mg/dl¿ on an unspecified date/time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). It is not known what range the patient considers to be normal. At the time of troubleshooting the csr confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The correct testing procedure was followed. A control solution test was not performed because the patient did not have any control solution test available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.